Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph sample was reviewed, and it was noted that the tubing was separated from the y-connector. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H4: the lot was manufactured july 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing disconnected from the y-site (clearlink) of a continu-flo solution set. This was observed during connection to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.